Event description:
It was reported that nurse was using arctic sun stat device for the 1st time neonatal intensive care unit. But they were unable to get any flow. The nurse stated that flow rate was 0lpm, initial inlet pressure was -0.1psi, circulation pump command was 100 percent, system hours were 96 and pump hours were 71. The nurse disconnected and reconnected pads using proper technique. Device primed and stopped. Nurse notes that they changed the pads because they were too small. Connected previous pads and flow rate immediately went to 3lpm. Nurse would change the pads and hold these for investigation. Nurse no longer had the packaging with lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that nurse was using arctic sun stat device for the 1st time neonatal intensive care unit. But they were unable to get any flow. Nurse stated that flow rate was 0lpm, initial inlet pressure was -0.1psi, circulation pump command was 100 percent, system hours were 96 and pump hours were 71. Nurse disconnected and reconnected pads using proper technique. Device primed and stopped. Nurse notes that they changed the pads because they were too small. Connected previous pads and flow rate immediately went to 3lpm. Nurse would change the pads and hold these for investigation. Nurse no longer had the packaging with lot number.